Manufacturer narrative:
Block h6: device code a0506: is being used to capture the reportable issue of mechanical jam. Block e1: (B)(6).

Event description:
It was reported that during a ureteroscopy procedure the lithovue flexscope deflection broke, it could not be straightened out and had trouble in removing the scope. It was not known how the scope was removed but an alternative device was used to complete the procedure. There were no patient complications reported as a result of this event.